Event description:
It was reported that during a ptca procedure, the shaft of the catheter kinked while attempting to cross the lesion. The catheter was removed and the physician attempted to straighten the catheter. The shaft of the catheter broke. The procedure was completed with another balloon catheter. No pt injuries or complications were reported.